Event description:
During follow-up, increase threshold was noted on the right ventricle (rv) lead. The rv lead was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of unacceptable thresholds was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.